Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) to report that the patient¿s results were missing from the memory of her onetouch ping enhanced meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that she first noticed results were missing from the meter¿s memory on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. The reporter alleged that as a result of the missing results, the patient developed ¿symptoms of high blood sugar¿. However, the reporter was unable to be more specific about the symptoms. No treatment or medical intervention was specified. At the time of troubleshooting, the csr noted the meter was not being used for the first time, and, based on the information provided there was no misuse of the product. The csr walked the reporter through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the alleged meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.